Event description:
After catheter insertion within the blood vessel, blood aspiration was not confirmed, and flushing was impossible. After removed the catheter, the user made an attempt to flush the catheter again, then a clotted blood was ejecting from the tip of the catheter, like a stringy red-thread.

Manufacturer narrative:
The complaint of the catheter being occluded is inconclusive. The complaint sample was returned completely assembled. Patency was demonstrated by infusing with a 12cc syringe filled with water. The groshong valve was then submerged in a large beaker of water. The catheter aspirated filling the barrel of a 12 cc syringe at a rapid rate. Tactual, gross visual, microscopic and functional testing could not replicate the complaint incident in the laboratory setting. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.